Manufacturer narrative:
Other applicable components are: product ID: 97745, serial# (B)(4), product type: programmer, patient. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(4), , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported it was reported that there was difficulty charging the controller/charger. The patient reported that the controller was not working. The stimulator was charged the friday prior to the report and the controller was charged to 100%. It was reported that the controller depletes faster than before and it is only lasting for a day and won¿t charge. It was reported that the stimulator went dead. Troubleshooting was initiated and when the recharger was plugged in, the controller screen indicated controller battery was empty and needed to be charged. It was reported that plugging in the ac adaptor and using aa batteries resulted in the ¿no device found screen¿. No patient complications have been reported because of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.